Manufacturer narrative:
(B)(4). No incident or samples were returned for inspection and the manufacturer was advised there was no device available for return. Pt info has been requested from the facility but not yet received for reporting. Our quality department is actively continuing their investigation and have requested info from the device vendor. A supplemental medwatch will be filed regarding this reported product malfunction as additional info becomes available.

Event description:
A physician reported an air bubbles during a procedure.